Event description:
Customer called stating that they were receiving erratic results. Customer stated that they received a reading of 500mg/dl and did not fell well so they took insulin and then 30 minutes later took another reading and received a 78mg/dl. Patient tested again receiving a reading of 100mg/dl. Because customer still did not feel well and thought their blood sugar was too low, they took a few glucose tablets to raise their blood sugar. Patient waited another 30 minutes before testing again. Upon testing they received a reading of 500mg/dl. The customer was very upset and declined to troubleshoot the meter and stated that they would be throwing the meter and supplies away. Customer was declined any further contact or assistance from bayer.